Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The bottom case and plunger assembly tamper seals were removed/broken. The device was missing plunger case seal, rubber feet on bottom case, top case was chipped in back left corner. Force sensor test found in the event history log. Force sensor test error was found at power up and unable to calibrate the force sensor. The root cause of the reported issue was found to be force sensor does not operate as intended as a result of normal wear. Pump was over 10 years old. Replaced force sensor. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the force sensor error occurred. No patient injury was reported.